Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and cervical/neck. It was reported that the implantable neurostimulator and leads were removed on (B)(6) 2015 at (B)(6), in due to discontinued post-spinal symptom pain alleviation and non-use of the implantable neurostimulator causing overdischarge of the system.

Event description:
Additional information received from the healthcare provider indicated that the patient stared experiencing a lack of therapeutic effect in 2015. It was noted that there was no device problem, but the patient just quit using it. Multiple reprogramming sessions were done, but did not resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.